Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported the patient¿s instability was treated with a revision to replace the liner legion knee implant sz 5-6 mm cr to a thicker insert. However, based on the information provided, no further information is available, and the device will not be returned. Therefore, the root cause of the reported instability cannot be determined. The impact to the patient beyond that which has already been reported is unknown. Should any additional relevant medical information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a recon surgery had been performed on 2006, the patient reported instability. The adverse event was addressed with a revision surgery on(B)(6) 2021 to replace the liner legion knee impl sz 5-6 mm cr to a thicker insert. The condition of the patient is unknown.